Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent npe cannula and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle clogged during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported bd nano, 32g pen needles received in a bag lot # 2152906 finding 7-8 pen needles clogged during use. Called lilly first using the kwik pen, humalog. Informed caller of proper placement of non patient end needle to pen and to complete flow check with all injections lot # 2152906 catalog# received items in a bag, non manufacture bag from local pharmacy. No item # date of event 10/13/2023 = 1 pen needle with this lot # from tab = awaiting sample date of event unknown = 6 pen needles".

Event description:
It was reported that 6 bd nano¿ ultra fine¿ pen needles clogged during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported bd nano, 32g pen needles received in a bag, lot # 2152906, finding 7-8 pen needles clogged during use. Called (B)(6) first using the kwik pen, humalog. Informed caller of proper placement of non patient end needle to pen and to complete flow check with all injections. Lot # 2152906. Catalog# received items in a bag, non manufacture bag from local pharmacy. No item # date of event (B)(6) 2023 = 1 pen needle with this lot # from tab = awaiting sample date of event unknown = 6 pen needles".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.